Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was diagnosed with severe pneumonia, septic shock, acute respiratory distress syndrome (ards), multiple organ failure (respiratory, circulation, liver, kidney), respiratory and cardiac arrest after cardiopulmonary resuscitation surgery and type I respiratory failure. On (B)(6) 2020, the trachea was intubated, the artificial breathing channel was established, and the ventilator was used at the same time. At 09:15 on the 10th, it was found that the patient's tracheal intubation breathing balloon was leaking. The ventilator assisted breathing, and the exhalation of the gas in the mouth and nose cavity was serious. It affected the ventilation effect of the ventilator. The tracheal intubation was replaced, and another tracheal intubation was used.